Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that biomet bone cement 2x40g, reference (B)(4), lot number a539bl0104 were manufactured on 04 july 2016). According to the pre-defined specifications of biomet france. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The device will not be returned to the manufacturer. Therefore it will not be analyzed. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. The event was detected before the surgery started.

Event description:
It was reported that the inner package was leaked. This issue was found before surgery started. There was no patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, e4, g4, g5, g7, h2, h6, h10. G5: the device is not a combination product. The device was not returned to the manufacturer. A picture was received but it didn't confirm the reported event. The event couldn't be confirmed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 2 similar complaints have been recorded for biomet bone cement 2x40 g, reference 3035890022, batch a539bl0104 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.